Event description:
It was reported that during central processing, the monopolar curved scissors (mcs) instrument had smoke drifts. The error was discovered before the instrument had to be manually cleaned after an enzyme bath. No problems were reported during the previous operation. There were no observed collisions with other instruments.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and the reported event with the instrument could not be replicated nor confirmed. The instrument passed the electrical continuity test. No thermal damage was observed at the wrist assembly. A new tip cover was installed on the instrument without issue using an applicable tip cover tool. The cable cord was connected to the generator and instrument without excessive force. The erbe generator recognized the instrument on multiple attempts. An energy activation test with a grounding pad was then conducted on the system. No unintended energy leakage or arcing occurred. The instrument passed energy delivery testing in various orientations. Additionally, not related to the reported complaint, the instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.